Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received an unspecified intraperitoneal drug and an unspecified drug infusion (further details not reported) as treatment for the event of peritonitis. The patient was recovered from this peritonitis event. It was reported that pd therapy was continued during ¿early stage of treatment but at the late stage of treatment, it was withdrawn¿. No additional information is available.